Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings. The customer¿s blood glucose was 168 mg/dl and the sensor glucose was 68 mg/dl. Customer reported his current blood glucose was 174 mg/dl and current isig value: 12.88. Customer reported that, her sensor has a low isig. Insulin delivery was suspended due to sg values. Sg value that triggered the suspend event was 60mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.